Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an adjustable valve. It was reported that the doctor felt that one of their recent implants (approximately implanted 2 months ago) was not functioning at the 2.0 level that they had it currently set to. The doctor believed the valve was actually set lower even though the programmer gave them the 2.0 reading. The doctor increased the setting to 2.5 and will see how the patient does at their next visit on (B)(6) 2025.

Event description:
Additional information received reported that the patient was seen on (B)(6) 2025 at the surgeon's office. The surgeon's physicians assistant (pa) verified the setting using the electronic programmer as well as the handheld programmer. Both showed the setting to be at 2.5. The pa also ordered an x-ray of the valve, and from what the manufacturer representative could tell the magnet seemed to be in the 2.5 setting. Lastly, it appeared that the next step was going to be a revision for the patient to put in a different manufacturer's valve that has the "off" feature to it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.